Event description:
Reported overdelivery: the pt receives desferal 1500mg in 20ml total volume over 10 hrs, 4 days per week. On 07/14/2000, the pt's family member called and reported that the infusion completed in 30 mins instead of over the 10 hrs it was programmed to be delivered. The family member reported that "it seems like it was running shorter and shorter all the time." There was no adverse pt event or harm reported, and the pt exhibited "no side effects" from the infusion. According to the customer contact, the md was notified, and ordered that the desferal infusion be held for three days, and that a repeat ferritin level be drawn. Though requested, no further info was available.